Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil did not advance in the distal portion of the microcatheter. During removal, the coil unexpectedly detached in the aneurysm. There was no reported intervention or patient injury. The patient's status is reported to be fine.